Manufacturer narrative:
No patient contact reported. (B)(6). Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection showed lack amount of viscoelastic inside the cartridge. There were no stress marks on the cartridge and no intraocular lens (iol) was observed inside the cartridge. No assembly issues were observed. The cartridge tip was observed deformed. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge tip of a preloaded delivery system, was fractured. No patient contact was reported. No further information was provided.